Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, it has been determined that this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards bioprosthetic aortic valve, implanted approximately three (3) months, was explanted due to a large pvl with severe aortic insufficiency. The patient was also noted to have moderate-to-severe mitral insufficiency. The surgeon felt that the mitral regurgitation was largely from the severe aortic insufficiency. The aortic valve was found to be partially dehisced under the left coronary ostia, appeared undersized, and pannus was debrided before the new valve was seated. The explanted device was replaced with another edwards bioprosthetic aortic valve without difficulty. Post-op tee showed no pvl, trace mr, and the patient was taken to the ICU postoperatively. The patient was discharged home in good condition on pod #4.